Manufacturer narrative:
(B)(4). A review of the device history records showed no abnormalities that could cause or contribute to the reported event. A service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice (hc). It was not reported if the patient was hospitalized prior to death. The cause of death was not reported. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported event. A visual inspection was performed with no issues noted. A power on self-test was successfully performed and the device was able to complete a one hour therapy with no issues noted. The device passed all check and calibration tests during service. Review of the device history record and service history revealed no failures or problems that were the same as or similar to the reported event. Upon conclusion of the investigation, no failures, abnormalities, or malfunctions were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a supplemental report will be submitted.